Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) an eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 11.5mm length (ct3111) was returned for investigation. Visual inspection of the as returned product identified worn markings and debris due to usage. Fracture at the collar. Device history record (DHR) review was completed for the subject lot number (1233123). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1233123) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that implant at tooth location #42 was unable to place due to the fracture of the head of the implant while it was being applied torque. Symptoms as a result of the event: bone loss, inflammation and dehiscence. After follow up, it was reported that the implant was placed and at the end when the torque was applied, she pushed a little too much and it was then when she noticed that the implant fractured at the upper part. Another implant was placed in the same surgery